Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coverglass of the insertion section contains foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: coverglass of the insertion section contains foreign material and therefore the image quality is poor. The most probable cause of the complaint is cause traced to component failure and for coverglass of the insertion section contains foreign material is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced a poor image during set up. There were no reports of patient involvement.